Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they have concerns with their bite. When they bite down only their eye teeth connect.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.